Manufacturer narrative:
(B)(6) 2016 bimonthly asr. Exemption e2013025. The total number of events for product classification code pah is (B)(4). Qty (B)(4) - ajust® helical single incision sling (single); qty (B)(4)- ajust adjustable single incision sling (5-pack); qty (B)(4)- ajust adjustable single incision sling (single). Sample not returned.

Event description:
(B)(6) 2016 bimonthly asr.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame march 1, 2016 through april 30, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame march 1, 2016 through april 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame march 1, 2016 through april 30, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.